Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a versacross access solution kit was selected for use. After the sheath was across the septum, the physician noticed that blood was dripping out of the back of the hemostatic valve. The physician opted to continue the procedure without replacing the sheath with some fluid leaking for the rest of the case. About 25cc of blood loss occurred in total. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).